Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion. Additional products: d1: heartware ventricular assist system ¿ controller 2.0 d4: model #: 1420 / catalog #: 1420 / expiration date: 28-feb-2022 / serial #:(B)(6) d9: no h3: no h4: mfg date: 10-feb-2021 h5: no h6: the codes present in section h6 correspond to components/products that comprise the reported event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the controller exhibited a controller fault alarm. It was noted that the hospital the patient presented to did not have a ventricular assist device (vad) monitor available for reviewing data log files, however it was suspected that the controller fault alarm was due to the internal battery as the controller had been in use for awhile. The controller fault alarm was silenced and the patient traveled to the nearest hospital with a vad monitor. Review of log file data confirmed a depleted internal battery of the controller, and also revealed a motor start event with parameters outside of the typical range. The controller was exchanged successfully. The vad remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
A supplemental report is being submitted for a revision to the product event summary. Product event summary: the ventricular assist device (vad) (B)(6) was not returned for evaluation. The controller (B)(6) was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the controller (B)(6) in relation to the reported event. Visual inspection revealed contamination within both power ports. An internal inspection revealed a crack on a standoff post the controller housing. The observed contamination and the crack are additional findings not related to the reported event. The most likely root cause of the observed contamination can be attributed to the handling of the device. Based on an investigation, the root cause of the standoff post crack was determined to be due to mineral oil applied to the controller¿s internal main gasket and/or to the silicone adhesive applied around the controller¿s internal battery coming in to contact with the standoff post. The mineral oil and/or silicone adhesive contributed to environmental stress cracking. CAPA pr00517125 is investigating this issue. Functional testing revealed that the no power alarm did not sound when both power sources were disconnected from the controller and a controller fault alarm was triggered during testing. After the internal battery was replaced, the controller functioned as intended. Log file analysis revealed one (1) controller fault alarm logged on (B)(6) 2024 at 02:10:58, as well as multiple event exceptions logged since 31/aug/2024, indicating an issue with the internal battery. Additionally, log files revealed that the controller had been in use for more than two (2) years. Review of the alarm log file revealed one (1) vad disconnect alarm logged on (B)(6) 2024 at 08:52:42 indicating a physical disconnection of the driveline from the controller, likely due to the reported controller exchange. Log file analysis also revealed a motor start event recorded on 19/sep/2022 at 14:43:45, in which the motor start parameters were atypical. As a result, the reported events were confirmed. Applicable risk documentation, experience with events of similar circumstances, and the available information were considered; possible root causes of the controller fault alarm may be attributed, but not limited, to a reduced charge capacity of the internal battery and/or a faulty internal battery charger integrated c ircuit. CAPA pr00492825 investigated internal battery issues with controller 2.0. Even though this CAPA is closed, (B)(6) falls within the bounds of this CAPA. Based on the available information, the most likely root cause of the vad disconnect alarm can be attributed to troubleshooting of the alarms and/or to the controller exchange. Based on a historical review of similar events, the most likely root cause of atypical motor start parameters may be attributed, but not limited, to outer shroud contact that creates more friction at the housing to impeller interface during pump startup. Additional products: d1: controller d4: (B)(6) yes investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.